Manufacturer narrative:
Concomitant medical products: product ID: 39565; serial# unknown, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 39565, serial/lot #: unknown, (B)(4) pertain to product ID: 39565, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had surgery to move the lead to achieve better pain management coverage and when the lead was re-implanted, it bent and twisted, and ended up in the patient¿s spinal cord. It was noted that there was a serious injury involving hospitalization, disability/permanent damage, required intervention, and other serious (important medical event). No further complications were reported/anticipated. See attached medwatch report.